Manufacturer narrative:
Should add'l info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.

Event description:
On (B)(6) 2008, the pt was implanted with an aus device. On (B)(6) 2009, the cuff and pump were removed and replaced. On (B)(6) 2011, info received indicated an add'l cuff was implanted due to recurring incontinence. It was stated that the physician "used smaller cuff." Add'l info was requested. A response was received that indicated that was "erosion of tissue surrounding sphincter."